Manufacturer narrative:
Reliability analysis inspected 1 opened/used infusion set and performed the hand prime using a new lab reservoir. Reliability analysis was found occluded at the p cap connection section. Reliability analysis was unable to confirm customer received the infusion set occluded due to customer returning an opened/used product. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery alarm and issues with the infusion set. Customer's blood glucose level was 137 mg/dl. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm occurred during bolus delivery. Customer advised the no delivery alarm issue remained unresolved and was a recurring issue. Customer was advised to replace plunger and manually push the plunger in order to verify insulin exited the tubing. Customer was advised a replacement infusion set would be sent out and they agreed to return the product for analysis.